Event description:
Revision surgery - the patient fractured her proximal humerus while reducing the humerus. The patient previously had a mal-union.

Manufacturer narrative:
The reason for this revision surgery was reported as a fracture at the proximal end of the humerus during surgery after 21 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product: the parts were returned to the vendor for oversized features. A review of the product complaint report history shows this is the 35th complaint for this part number: two due to dislocation, one due to dissociation, five due to infection, five for instability, ten due to trauma, one due to pain, two revision surgeries, one malposition, five for device loosening, one device was cracked/broken, one due to surgical technique, and one for a packaging issue. This is the first complaint for this lot number. The root cause for the fracture was not determined with confidence. It was reported the patient had suffered from a malunion in the past. There are no indications of a product or process issue affecting implant safety or effectiveness.